Manufacturer narrative:
Product analysis: model: 24950jlq, serial/lot# (B)(4): the remote monitor was returned and analysis revealed that there was no complaint failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was smoking from both sides. It was also mentioned that it stopped and the patient unplugged the monitor. No troubleshooting taken. The status of the remote monitor is unknown. No patient complications have been reported as a result of this event.